Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 37-38 mg/dl. The customer administered a glucagon injection prior to going to the ER in attempt to resolve bg level. Customer was treated with intravenous saline while in the ER, and was released from the ER 12-14 hours later with no permanent damage. The cause of the low bg was due to the customer accidentally entering a 10 unit bolus to be delivered instead of a 1.0 unit bolus. A system check was performed by tandem technical support (cts) and determined that the pump functioned as intended